Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 200 mg/dl. A system check was performed. The pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer changed the infusion set site and delivered a bolus of insulin to address the bg level.